Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer sent implant to dot to have it coated with tini. At incoming inspection dot identified an "irregularity" on the implant and refused it to undergo the tini coating-process. No surgery delay, no adverse consequences for patient reported.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.